Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, a blockage was observed in the device near the biopsy port. Additional observations are: switch 1 has a cut; biopsy channel has a scrape and tear and is leaking; device has low angulation; distal end plastic cover has scratches and sharp edge; distal end rubber coating (a-rubber) glue has a crack and sharp edge; insertion tube has excessive buckles; and adhesive around a-rubber has discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of the swab sticking during reprocessing of the device. There is no patient involvement as the device was not used in a procedure after the event. The reprocessing was correctly done with no problems when the device was used in the procedure prior this event. There is no harm to any patient. Upon evaluation of the returned device, a blockage was observed in the device near the biopsy port. This medwatch is being submitted for the reportable issue of blockage near the biopsy port observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 24-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the that sticky foreign material was inserted into biopsy port while suctioning during procedure. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.